Event description:
It was reported that approximately three months post implant of two overlapping stents in the sfa, imaging identified that one of the stents was twisted and to struts appeared to be fractured. Reportedly, pta was performed and another stent was deployed. The pt was reported to be doing well.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway.